Event description:
At 0900 a percutaneous tracheostomy was performed by a surgeon and pulmonologist. The procedure was uneventful. At 1050 the pulmonologist discovered air leaking. Changing vent settings did not correct the problem. At 1218 the surgeon attempted to change the tracheostomy tube unsuccessfully. The pt was reintubated orally and taken to the or to control bleeding. The pt expired in the or at 1253.